Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation , service repair noted the following findings on the device: clogging of the forceps channel due to foreign material clogged on the channel. Insufficient suction due to clogging of forceps channel due to external factors there are scratches on the curved rubber adhesive part, r / l (right/left) knob, grip, universal cord, scope connector, rl angle-fixing knob due to external factors. The bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the extension of the angle wire. Insertion part , wear on angle wire, frayed. Dirt on the operation part that is difficult to remove due to handling (insufficient cleaning). U / d (up/down) knob (control knob) parts cracked, damaged. Water invasion observed on the electrical connector. Based on evaluation findings, the failures could be attributed to use handling, maintenance issue. Investigation is ongoing. This report will be submitted accordingly following investigation.

Event description:
Customer sent a repair request for forceps channel issue. The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found clogging of the forceps channel due to foreign material. This report is being submitted for clogged channel due to clogged foreign material caused by insufficient cleaning found during device evaluation.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 03-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to insufficient reprocessing or handling. It is recommended that the user facility instruct the method of device handling regarding usage environment and reprocessing, etc. Olympus will continue to monitor field performance for this device.